Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: r770029 mechanical valve, implanted: (B)(6)2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sepsis syndrome and was brought to the hospital with an episode of multi-system organ failure. A transesophageal echocardiogram (tee) showed endocarditis. The infected aortic valve was thought to have vegetation and the valve was removed and a portion of the aortic graft and implantation of a homograft aortic valve and aorta. The device and leads were explanted. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.